Manufacturer narrative:
The device was returned to olympus for inspection and an image failure was confirmed. White stripes in the image occurred during device evaluation. The image failure was caused by a faulty charged coupled device (ccd). The investigation was unable to determine what caused the ccd to fail. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited flickering image. There were no reports of patient involvement.